Manufacturer narrative:
BLOCK B3: EXACT DATE UNKNOWN, APPROXIMATE BASED ON THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT.

Event description:
IT WAS REPORTED THAT THIS SPINAL CORD STIMULATION (SCS) PATIENT UNDERWENT AN EXPLANT PROCEDURE, DUE TO IMPLANTABLE PULSE GENERATOR (IPG) REACHED ITS END-OF-LIFE SERVICE AND BECAME NONFUNCTIONAL. POST OPERATIVELY THE PATIENT . IN ACCORDANCE WITH FACILITY POLICY THE EXPLANTED DEVICE WAS NOT RELEASED AND WILL NOT BE RETURNED.

Event description:
It was reported that this Spinal Cord Stimulation (SCS) patient underwent an explant procedure, due to implantable pulse generator (IPG) reached its end-of-life service and became nonfunctional. Post operatively the patient is doing great . In accordance with facility policy the explanted device was not released and will not be returned.

Manufacturer narrative:
The IPG was not returned for analysis; therefore, a technical analysis could not be performed. A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review did not reveal any anomalies and states that when the IPG battery is fully depleted, the End of Service (EOS) indicator will be displayed on the remote control, therapy controller, and clinician programmer stimulation will not be available. Surgery is required to replace the implanted non rechargeable stimulator to continue providing stimulation.A Similar Complaint Review was performed and codes like IPG, Message - Received End of Battery Life message were reviewed. The review did not identify any emerging trends, meaningful commonalities, or similar complaints requiring escalation. Based on all available information, engineers could not determine the root cause for the complaint, therefore concluded the cause could not be establishedCorrection to the Initial MDR in block(s) B5. Block B3: Exact date unknown, approximate based on the date the manufacturer became aware of the event.